Event description:
A customer reported that the adc device would not power on with button press. Due to this, they were unable to monitor glucose with device and experienced a loss of consciousness, however, was able to self-treat with baqsimi (glucose nasal powder) and glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The exact date of event is unknown. The date entered is based on the customer's report of "two weeks ago." The customer reported incident occurred "4 times in the last 2 weeks due to reader button issue." This report covers 3 of 4 incidents. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press. Due to this, they were unable to monitor glucose with device and experienced a loss of consicousness, however, was able to self-treat with baqsimi (glucose nasal powder) and glucagon. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would not power on with button press. Due to this, they were unable to monitor glucose with device and experienced a loss of consicousness, however, was able to self-treat with baqsimi (glucose nasal powder) and glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with a retained strips. Visual inspection was performed on the returned reader and no issues were observed. Reader did not powered on with button depression, strip or usb cable insertion. Reader was connected to pc and did not recognize the reader. A bnp-1 issue was created to address this issue and liquid contamination was observed. An extended investigation was also performed. Visual inspection was performed on the de-cased returned reader and corrosion was observed due to liquid ingress near strip port on returned readers pcba (printed circuit board assembly). The returned battery voltage was measured and results were not within specification range. The battery was replaced with known good battery and returned reader powered on with button press. A known good charger and cable was used to charge the returned reader and reader got charged. Home button works fine with the returned reader. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
A customer reported that the adc device would not power on with button press. Due to this, they were unable to monitor glucose with device and experienced a loss of consciousness, however, was able to self-treat with baqsimi (glucose nasal powder) and glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection has been performed on the reader and no issues were observed. Reader did not power on with button depression , strip, or usb cable insertion. Reader was connected to pc and did not recognized. Visual inspection was performed and liquid contamination was observed due to liquid ingress. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.